Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. It was reported that the patient also experienced abdominal pain, abdominal hernia, cold, leak in peritoneal cavity and pain in scrotal area. It was reported that the hernia was a result of abdominal weakness related to new catheter placement. Treatment for the events of pain in scrotal area and leak in peritoneal cavity included decreasing the patient's total fill volume for pd therapy to 11.4 l total fill volume (6 exchanges of 1.9 l), nightly. At the time of this report, the patient was recovering from the peritonitis, abdominal pain, and the leak in peritoneal cavity. The outcome of the abdominal hernia, cold and pain in scrotal area was not reported. Pd therapy was ongoing. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h12h31095 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.